Event description:
It was reported that a clearlink y-type blood set leaked. Patient involvement is unknown, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. The sample was not returned for evaluation; therefore, a device analysis could not be performed.